Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited minute ventilation (mv) oversensing on the non-boston scientific right atrial (ra) lead. Additionally, the threshold measurements on the ra lead were slightly elevated. The rate response trend feature was programmed off to resolve the issue. This product remains in service. No adverse patient effects were reported.